Event description:
Report received from the complex sutdy registry database indicated that treatment of a non-ruptured right middle cerebral artery aneurysm was performed. The aneurysm measured 6x8x6mm (height x width x length) neck (b) 4mm and neck /sac ration 5. Three orbits were used in the procedure. It was reported that there was satisfactory coil packaging, neck coverage and complete obliteration of neck occlusion. The desired occlusion was achieved. Neck protection with balloon was also used during procedure. Procedure was ended because of evidence of angiographic occlusion. Reopro was adminstered during procedure and aspirin post procedure. It was indicated that the patient experienced a periprocedureal thromboembolic event, which was indicated to be unrelated to the orbit coils. Patient was discharged from the hospital.